Event description:
It was reported to medtronic minimed that the customer alleged pump was exposed to x-rays and time had fallen behind by 17 minutes. The customer reported no adverse event. The event involved product mmt-1715k. Troubleshooting was performed and indicated that clock on pump is losing time. Clock is losing more than the normal amount of time or pump failed self test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1715k will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. After battery installation unit was set to proper time and date and monitored for 52 hours. No gain/loss of time or date noted during testing. During download review there was no evidence found on event date to confirm customer concerns. Unit passed self test successfully with no unexpected alarms noted during testing. All buttons function properly while navigating the menus and no intermittent or no button response noted that affected the time change. Unit functioning properly. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, stained keypad overlay and cracked case (battery tube). In conclusion, after monitoring unit for 52 hours no unexpected time clock anomalies were noted to confirm customer's concern. No unexpected alarms were recorded during download history review. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.